Manufacturer narrative:
This report is submitted january 18, 2017.

Manufacturer narrative:
This report is submitted on december 19, 2016.

Event description:
Per the clinic, the tip of the electrode array was partially inserted and found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.